Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her device did not seem to be working. The patient further explained that the therapy never helped. The patient tried other settings. The patient stopped feeling stim but could not tell when it was. The patient stated that she tried using the patient programmer (pp) but was not able to adjust. On the call, patient services had the patient use the pp. The patient was able to connect, and it was determined that the ins was off. The patient stated that she did not press the off button. Patient services assisted the patient in turning the ins back on. The patient increased to 1.0 v in p2 and confirmed she felt stim. Patient services reviewed to monitor symptoms and adjust if needed. No further complications were anticipated/reported.